Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an aluminum package with the product code nw9262 and the suture rolled up in the paper lid, the needle is not visible in the image. No conclusion or root cause could be determined. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one dispensed suture in some pieces outside its packaging that pertain to product code nw9262. Upon visual assessment of the suture pieces, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, the needle was not returned for evaluation. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture broke pre-operatively. It was found during device evaluation that the suture was degredated and the package contained holes. There were no adverse patient consequences reported. Additional information was requested.